Manufacturer narrative:
The device was returned to zoll corporation for evaluation. The customer's report was verified. Upon internal inspection, it was found that the primary ECG shield on the analog board was loose. The shield will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.